Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection of the lead confirmed the undulation of the shock cable within the connector segment which has been mentioned in the complaint description. Further analysis revealed an intermittent contact of the same conductor cable. This damage was found to be caused by the conductor cable having been pulled out of the crimp barrel at the connector pin. It is most likely that because of this excess length the cable buckled in the connector segment and adopted an undulating shape. There are no signs of relative motion between the conductor cable and the fixation point in the yoke. The coating of the cable is intact in this area. A shift of cable from the distal part of the lead into the connector segment therefore appears very unlikely. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of 3 months, a lead dislodgement was reported. During the revision procedure, undulation in the cable within the connector segment was reportedly observed, when the lead was disconnected from the header. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.